Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer dropped the ilet pump, after which the touchscreen became unresponsive and the device could not be unlocked, consistent with a cracked or damaged display component. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included a device replacement being arranged while the customer used backup therapy with available oral medication. Investigation included remote assessment through customer reports and review of images provided to support. Investigation of this case revealed physical damage to the user interface screen causing loss of touch functionality, consistent with external impact damage to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device malfunction of the touchscreen.